Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer adjusted the main water pressure. Cuvette filling was working correctly again after this action. Quality controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on a cobas pure c 303 analytical unit. The customer provided an example of one patient sample with discrepant results for glucose hk gen.3. The sample initially resulted in a glucose value of 12 mg/dl and it repeated as 80 mg/dl.

Manufacturer narrative:
The field service engineer vented the main water pump to remove air from the return lines. The main water pressure was adjusted. The cuvette wash station was re-adjusted to ensure proper aspiration and eliminate overflowing. The investigation determined the issue was caused by excessive water pressure and air in the fluidic system. The service actions resolved the issue.